Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. The patient was prescribed with antibiotics and amoxin as a treatment for infection. No further investigation was found necessary this complaint.

Event description:
Senseonics was made aware of an incident where patient reported infection at the insertion site after the insertion procedure that happened on (B)(6) 2023. The patient first noticed the symptoms on (B)(6) 2023. The patient made the hcp aware of the event and was prescribed antibiotics and amoxin.